Manufacturer narrative:
D1 correction: updated device brand name to align with the information in the corresponding fields in gudid. D2 correction: updated common device name to align with the information in the corresponding fields in gudid. D3 correction: updated address to align with the information in the corresponding fields in gudid. D4 correction: model number entered. H2: updated the device identification fields to align with the information in the corresponding fields in gudid. Visual and functional analysis was performed on the returned device. The reported balloon rupture was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and results of the complaint investigation there is no indication the reported balloon rupture is related to a potential product quality issue. Possible factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, inflation technique, interactions with other devices or patient anatomy. In this case, a conclusive cause for the reported balloon rupture could not be determined since limited information was provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a heavily calcified lesion in the left anterior descending artery. The 2.0x20mm rx mini trek balloon dilatation catheter (bdc) was advanced to the target lesion and inflated to 8 atmospheres however the balloon ruptured. The bdc was removed without issue and the procedure completed using another same size mini trek. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.